Manufacturer narrative:
Patient code 3191: no code available (secondary surgery, lens exchange) on (B)(6) 2019 the lens was exchanged with a same size and model but different power lens and the problem resolved. Results were reported as "very satisfactory". Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +6.0/+1.5/161 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports excessive vault and refractive surprise. Reportedly, the lens remains implanted. The cause of the event is reported as user error.

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken with a straight scratch. Dimensional and functional inspection found the lens within specifications. (B)(4).